Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized in (B)(6) 2015 due to high blood pressure and high blood vessels in the left eyeball. The customer confirmed that the issue was due to his diabetes. The customer stated that he needed to undergo surgery. The customer further stated that the plastic where the metal rod goes through broke. The customer's blood glucose was 134 mg/dl. The customer was advised that a replacement holster would be sent. The customer did not return the product for analysis.